Manufacturer narrative:
Concomitant product: 76353200m: airvance ths system; manufactured date - december 22, 2014; lot number - 0209093563; expiration date - december 21, 2016; 510k number - k981677. (B)(4). Sample 1: the product analysis indicates that when compared to the assembly drawing and screw assembly drawing, the suture was visible at the proximal end of the handpiece however the threads of the screw were not visible at the distal end, which would have resulted in the reported event. When viewed under magnification, it was determined that the distal tip of the screw had broken off and the proximal end of the screw attached to the suture was still in the handpiece. The distal end of the screw was not returned which would have measured approximately 4mm in length. The handpiece was switched to the ready mode and the trigger activated the rotation. The screw and suture assembly is a supplied material assembly, therefore manufacturing is ruled out as a likely cause. When viewed under magnification, the break point contained circular patterns that may indicate excess torsional loads (excess = exceeded sufficient pressure required for operation). Sample 2: the product analysis indicates that when compared to the assembly drawing and screw assembly drawing, the suture was visible at the proximal end of the handpiece however the threads of the screw were not visible at the distal end, which would have resulted in the reported event. When viewed under magnification, it was determined that the distal tip of the screw had broken off and the proximal end of the screw attached to the suture was still in the handpiece. The distal end of the screw was not returned which would have measured approximately 4mm in length. The handpiece was switched to the ready mode and the trigger activated the rotation. The screw and suture assembly is a supplied material assembly therefore manufacturing is ruled out as a likely cause. When viewed under magnification, the break point contained circular patterns that may indicate excess torsional loads (excess = exceeded sufficient pressure required for operation). This device is used for therapeutic purposes.

Event description:
Intraoperative, two airvance systems (same lot number) failed. The first airvance system's screw broke into two pieces after it had been implanted into the patient. The second airvance system's suture ruptured when the surgeon was making final knots. There was no injury reported as a result of this event.